Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump received excessive no delivery alarms. Customer's blood glucose was 89 mg/dl. Insulin pump would be replaced.